Event description:
It was reported that the pk dissecting forceps instrument was not recognized by the da vinci s surgical system. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering performed system recognition testing with the instrument and instrument recognition passed. Engineering also observed the main tube has various deep scratches with material removed on one side at the distal end of the tube. Based on the appearance and randomly oriented location of the scratches, the scratch marks are most likely caused by instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument.